Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that alert/notification settings occurred. The sensor was inserted into the abdomen on (B)(6) 2024. The patient experienced an issue with the alerts and notification settings which occurred 4 days after the sensor had been inserted in the abdomen. The patient was in the kitchen, talking to her daughter while eating a meal that included rice and beans, danish pastry, banana, pork, and sugar-free tea. She mentioned that she was taking steroids that make her very hungry, causing her to eat a lot. When the patient checked her continuous glucose monitor (cgm), the dexcom g6 displayed a high reading of 400 mg/dl, but it did not trigger any alerts or alarms. The patient texted the nurse and she received a callback from her doctor. The doctor prescribed medication for hyperglycemia (tradjenta), medication for her headache and azithromycin (oral antibiotic) 1 tablet 250 mg once a day. Additionally, the doctor advised her to stay hydrated. At the time of the call the patient was experiencing headache. No other details were documented. Performance data was reviewed. The allegation was confirmed due to the finding of no alert/notification. The probable cause was determined to be the alert was disabled. No additional patient or event information is available.